Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08-aug-2018 with the following findings: during investigation, moisture was found on the display. The pump was opened to find moisture on all the circuit boards. Unrelated to the original complaint, moisture and a leak were found in the battery compartment.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (cloudy with moisture) issue. It was alleged the display was cloudy and there was moisture behind it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.